Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored device information as well as therapy delivery. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed stored device information as well as therapy delivery. This rv lead remains in service. No adverse patient effects were reported. At a later date, this rv lead was capped. A new device was implanted. No additional adverse patient effects were reported.